Manufacturer narrative:
H10 h3, h6: the device, intended to be used during treatment, was not returned for a prior investigation as it was discarded at the user facility. Thus, visual inspection and functional evaluation of the device could not be performed. The lot number for the device was not provided. It is possible that parts of the affected lots were released for distribution prior to the issue being detected in the field. A complaint history review was performed and found 17 reports of this issue. This issue will continue to be monitored. A relationship between the device and the reported event could not be established. The root cause of the reported event could not be determined.

Event description:
It was reported that during a procedure, the plane visualization tool did not fit well on the handpiece. The rep had to apply extra force to make the plate probe fit onto the handpiece. There was a short delay with no patient injury.